Event description:
It was reported that the patient's lead had migrated. Surgical intervention may be undertaken at a later date to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022, where both leads were explanted and replaced. Therapy was restored post op.